Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain due to eroded mesh, urinary leakage, pelvic pain, vaginal discharge, and vaginal infection. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.